Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was confirmed through the events log and duplicated during functional check. Performed xdcr calibrations as described in the vela ventilator systems service manual and the device was calibrated successfully.

Event description:
The customer reported that the vela ventilator had an error vent inop, motor fault, low pip, low ve and high rate during running ventilation. There was no known patient injury as of this time.